Event description:
The pt is reportedly experiencing sound quality issues. External equipment was exchanged and programming adjustments were attempted; however, this did not resolve the issue. Testing of the device showed that it is functioning. Advanced bionics is in the process of gathering more info, once more info becomes available, a supplemental report will be submitted.